Event description:
On the spacelabs ucw monitor, the part that holds the two parts of the knuckle joint broke. The monitor portion of the knuckle joint was not secured to the base section. When the nurse tried to move the monitor the upper, crt portion, fell away from the base. Checked all like monitors in inventory and found three more cracked in the same area of monitor.